Event description:
Surgeon performed diagnostic arthroscopy for knee pain. Discovered loose body under scope. Did an arthrotomy and removed loose body. (Confirmed to be a portion of the polyethylene tibial articulating surface of previous unicompartmental knee arthroplasty). Articular surface was then replaced with new.